Event description:
It was reported that the customer is having high blood glucose while being at the school, and the nurse was watching her blood glucose. Later the mother called back and stated that the cannula was bent, but the insulin pump did not alarm no delivery. It was stated that the customer ate 2 donuts around 6:49pm and bolused 2.6 units to cover 68 carbohydrates. Around 9:00pm her blood glucose was over 130mg/dl, and in the morning it was 204mg/dl, which the mother says is abnormal when the customer is on lantus. Hours later her glucose level went up to 419mg/dl. Troubleshooting was performed. The time, date, basal rates, and bolus wizard were correct. The drive support cap appears to be normal. Assisted the caller to run a manual prime and the insulin did exit. Performed the high pressure test and passed. Advised the mother to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.